Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoirs, inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set, installed reservoir and connector into pump and performed pump manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. (B)(4).

Event description:
Customer reported via phone call to have received no delivery alarm during bolus. Customer's blood glucose rose to 508 mg/dl. Customer was able to resolve no delivery with a complete set change and was not able to troubleshoot. Cause fo occlusion could not be determined.